Event description:
It was reported that the guidewire broke during the procedure as it was being introduced into the patient. There was no reported clinical consequence to the patient. No further information was provided.

Event description:
It was reported that the guidewire broke during the procedure as it was being introduced into the patient. There was no reported clinical consequence to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was fractured at 30cm from the proximal end and kinked at 17cm from the distal end. Missing polytetrafluoroethylene (ptfe) coating was noted near to the fracture site. However, further ptfe adhesion test showed that there were no anomalies present on the guidewire. Further investigation of the distal fracture side using scanning electron microscopy (sem) revealed that the failure site showed evidence of tension and compression zones typical of a bending action. Failure surface presented smeared material and elongated dimples rupture in a twist and torsional direction. Corewire failure exhibited evidence of a cup of shape and equiaxial dimples rupture due to a tension event. No material anomalies were found. The fracture of the hypotube occurred due to a bending/torsion overload, and the corewire failure was due to a tension overload. The proximal end of the wire most likely was fractured as a result of the extensive device manipulation in an effort to advance the wire to the target lesion, which could have caused a bending and torsion overload on the wire and consequently a fracture. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.